Manufacturer narrative:
H3, h6: it was reported that 5 trial heads had an unspecified failure. Upon arrival, it was noticed that all of them had a broken fin. It is unknown when the failure occurred and if there was any patient involved. The devices, which intent use is in treatment, were returned for investigation. The reported failure mode of "fracture" can be confirmed. One or more flags are broken off on every single trial head. A review of the batch record revealed no deviations from the standard manufacturing process, that could have contributed to the reported issue. A review of the risk management documentation verifies the failure mode and severity of the reported issue. For the batch in scope two further complaints were recorded, both of which were reported with this complaint. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. After the performed investigation we assume that the devices met specification at the time of manufacturing. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed. A relationship between device and reported event can be confirmed. The root cause is attributed to a insufficient design specification. S+n will continue to monitor these devices for similar issues.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that 5 trial heads had an unspecified failure. Upon arrival, it was noticed that all of them had a broken fin. It is unknown when the failure occurred and if there was any patient involved.

Manufacturer narrative:
H3, h6: it was reported that the fins of overall 6 global femoral trial heads broke off intraoperatively and remained in the patient's body. The current state of health of the patient is unknown. The devices, which intent use is in treatment, were returned for investigation. The reported failure mode of "fracture" can be confirmed. One or more flags are broken off on every single trial head. A review of the batch record revealed no deviations from the standard manufacturing process, that could have contributed to the reported issue. A review of the risk management documentation verifies the failure mode and severity of the reported issue. For the batch in scope two further complaints were recorded, both of which were reported with this complaint. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. After the performed investigation we assume that the devices met specification at the time of manufacturing. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The reported failure mode of a flap breakage can be confirmed. A relationship between device and reported event can be confirmed. This is a reoccurring issue and the root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues.

Event description:
It was reported that he fins of the trial head broke off intraoperatively and remained in the patient's body. The current state of health of the patient is unknown.